Event description:
It was reported that during insertion, the physician met with difficulty when inserting the dilator so it was withdrawn immediately. Once removed, the tip of the dilator was found split. As a result, a new kit was opened and used without issue. There was no reported damage to the vessel. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).